Event description:
Boston scientific received information that this right ventricular (rv) lead had presented with noise that was oversensed and resulted in inappropriate shock. There was also undersensing and loss of capture noted as well as low pacing impedance measurements and decreased sensing. Boston scientific technical services (ts) reviewed the case and discussed that a lead insulation issue was a possibility. A revision was performed and the is-1 portion of this lead was capped and a new pace/sense lead was implanted. The remainder of the lead remained implanted for defibrillation purposes only. No adverse patient effects were reported. At a later date, information was provided in a journal article that the rv lead had been damaged due to clavicular first rib crush. It was reported that due to the damage to the lead and the difficulties that would be encountered by extracting it, the system was replaced with a subcutaneous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Journal article reference: paiva, l. Et al., subclavian crush syndrome and subcutaneous ICD in primary prevention patients, journal of cardiovascular medicine, 2013;14:1-2. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.